Event description:
The patient reported a suture was hanging out of one of their incisions. The patient was seen by their physician who trimmed the suture, placed dermabond and steri-strips on the incision, and prescribed antibiotics. The patient is doing well and will follow-up in three weeks.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out as potential causes. Additionally, not irrigating the incision site with an antibiotic solution before closure, the patient having contraindicating conditions, not prescribing antibiotics pre-operatively, and the patient picking or touching the wound have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.